Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colorectal. According to the reporter: the pt presented anal bleeding of more than 500c about 24 hours later, during the post operative period, and required transfusion. There was extension of the hospital stay. There was no unanticipated tissue loss. There was no unanticipated tissue damage.